Event description:
The healthcare provider (hcp) reported the consumer¿s implantable neurostimulator (ins) was ¿cut off¿ in 2007 but they weren¿t sure why. The hcp stated the ins wasn¿t operating at this time. No patient symptoms were reported. Relevant medical history includes radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.